Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached. The patient outcome was not provided.

Manufacturer narrative:
The information received indicated as MDR was required on (B)(6) 2011.